Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level ranged between 387-400 mg/dl. Reportedly, the customer changed pump supplies to resolve issue.